Manufacturer narrative:
The electrode pads, lot 4719b, were not returned to zoll medical corporation. Instead lot 0520a was returned. The customer was contacted requesting which lot was used during the reported event; however we were unsuccessful. Testing of the returned lot number does not add value to the investigation unless confirmed to be the lot number used at the time of the reported event. Based on what we know and our effort, no issues were identified. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while preparing a (B)(6)-year -old male patient for device implant, the electrodes would not adhere to the patient's skin. Complainant indicated that the clinician obtained another set of electrode pads to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.